Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl. Customer was treated with bolus for high blood glucose level. The customer was reported that insulin pump had low battery alarm, blank screen when woke up. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.